Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist device (lvad), serial number (B)(6), confirmed driveline wire damage that would have contributed to the reported driveline fault events captured in the submitted log files. (B)(6) was returned with the driveline (dl) severed approximately 7.5¿ from the pump housing. The remainder of the dl was returned, measuring approximately 38" from the controller connector (cc). The returned segment of the dl contained the site of a previous repair approximately 26" ¿ 28¿ from the cc. Both of the repair site bend reliefs were fractured, and fluid ingress was noted at the site of the damage. An entire section of the outer jacket was missing from 4.5" to 6" from the cc and was covered with tape. Also noted were multiple breaches of the outer jacket at approximately 3.5¿, and 7" from the cc. Upon inspection of the returned dl, it was noted that the red wire was fractured at the terminus of the dl repair site. The dl was tested for electrical continuity and all other wires were found to be electrically intact. Microscopic inspection of the other wires did not reveal any breaches to the insulation. The returned portions of the dl were then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional wire breaches. The observed damage to the red wire would have caused the driveline fault alarms captured in the submitted log file. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C, is currently available. Section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii left ventricular assist system patient handbook, rev. C, is currently available and contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent driveline faults alarms. It was noted that the patient had had driveline repairs in the past. The log file began to capture driveline faults on (B)(6) 2024 and they continued intermittently throughout the remainder of the log file. A wire in phase c, which might have been fractured, caused the alarm. Per the records, the patient had a full-length external driveline replacement in the past and another external lead replacement was not possible. A pump exchange was performed on (B)(6) 2024. The patient was reported to be stable post the exchange. MFR # 2916596-2020-01036 (previously reported driveline repair (B)(6) 2020). MFR # 2916596-2022-01327 (previously reported driveline damage (B)(6) 2022). MFR # 2916596-2023-00919 (previously reported driveline damage repaired with rescue tape (B)(6) 2023). MFR # 2916596-2024-00436 (previously reported separation of the external driveline repair cover (B)(6) 2024).